Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Mako patellofemoral replacement withx3 symmetric patella performed on (B)(6) 2025. Operation went very well, post op x-rays look great, patient reports no pain, full range of motion, no issues weight bearing or non-weight bearing activities. Patient reported her knee is squeaking through range of motion. Surgeon called me asking for an explanation and whether squeaking has been experienced before. Pka 3.0. Restoris pfj with a offlabel x3 symmetric patella. Additional information provided 3/11/25: the surgeon told me that the squeaking of the patients knee only occurred 12 weeks into her post op rehab. First 12 weeks there was no squeaking and patient was completely asymptomatic. Can we add this information to the inquiry. Patient reported to surgeon that there was no mechanism for the squeaking sound, no specific point in time with her rehab of why this is occurring now. Additional information provided 13/02/26: dr did a diagnostic knee arthroscopy and found the causation of the squeaking sound when flexing and extending the knee through range of motion. There is a chondral defect at the distal lateral femoral condyle at the junction of the patella femoral implant and cartilage. This explains why the patient was not squeaking after the surgery until 4 months post op with no mechanism she can recall. The defect was shaved and a lateral release performed. Initial post op reporting as from surgeon is that the squeaking sound has stopped.